Manufacturer narrative:
The technician replaced the brake caster, the brake steer caster, the swivel casters, the brake block bearings, and the stiffener plate, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the brakes will not hold.